Event description:
Customer reportedly obtained a result of hi on the advantage system while the doctor's device produced a result of 178 mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.